Event description:
It was reported that, pt complains of pain when walking or sitting. Pt received the recall letter and will follow up with her surgeon on friday (B)(6) she was advised by the doctor's office to contact stryker and register before she sees her surgeon.

Manufacturer narrative:
An elevation of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Additional info pertaining to the device referenced in this report (including x-rays and medical records) will be requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.